Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on the left lead. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the extension that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI:(B)(4), serial: (B)(6), lot: 7301972 the left lead had high impedance on contact 4. Both extensions were explanted and replaced. Effective therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.